Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead, rv lead integrity alert (lia) were met, the impedance on the rv pacing lead was beyond the expected upper range, oversensing due to non-physiologic signals/ short interval counts (sic), and unexpected delivery of a ventricular tachyarrythmia therapy. Analyst commented, (B)(4) non sustained tachycardia (nst) episodes with v-v intervals less than 220 milliseconds from (B)(6) 2015. (B)(4) inappropriate shocks delivered on (B)(6) 2015 due to non-physiologic oversensing. Average of 4182 ventricular sic per day over the last 162 days. Lead failure predictor triggered on (B)(6) for ventricular sic and nst. Right ventricular pace impedance steady at approximately 435 ohms through (B)(6) 2015, rises out of range by (B)(6) 2015. (B)(4).

Event description:
It was reported that during use the right ventricular (rv) lead was explanted and replaced due to exhibited oversensing, noise and high impedance, which resulted in inappropriate shocks. The lead was suspected to be fractured. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.